Event description:
During placement, the radiologist was unable to flush one of the lumens, so the radiologist felt the line was probably kinked. The radiologist used a .018 glidewire to try to straighten the line, but it caused the glidewire to perforate the lumen. The line was removed and replaced.